Event description:
On 4/29/97, immediately following a surgical procedure (re-rupture right quadriceps tendon repair), surgical instruments were sterilized and inspected under intense light. This is done after each use. It was noted that a very small piece of the tip of kocher instruemnt were taken at this time. The surgical team was notified and x-rays of the pt were taken and a minute pin size object was noted in the adipose tissue of the right thigh of pt. The physician determined there was no danger to the pt and no treatment required. The instrument has been removed from svc. The MFR has been notified.